Event description:
Affiliate reported that during oral surgery, the nasal cavity was burned with the tip of the forceps.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the device subject of this complaint is a non-insulated forcep. The use of non-insulated bipolar forceps in confined spaces may result in unintended contact with and possible injury to non-target tissue during the application of power to the forceps. The use of insulated forceps is recommended for such procedures.